Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while customer placed pump on the sink while showering. Customer's blood glucose was 150mg/dl. Reportedly, customer was not able to clear alarm. Customer declined follow up from tandem technical support.